Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was successfully used during a transurethral microwave therapy (tumt) procedure. Post-procedure, the patient voided 550 cc and did not require post treatment catheterization. That night, the patient was unable to void and went to the emergency room. A foley catheter was placed and 800cc of urine was removed from the patient's bladder. In 2009, the patient called the physician and was instructed to remove the foley catheter. That same day, during a follow up visit with the physician, the patient's urine flow was very slow and the physician placed another foley catheter and 250 cc of residual urine was removed from the patient's bladder. The following day, the patient was prescribed bethanechol, educated on how to self catheterize and advised to catheterize four to six times per day. Five days later, the patient continued to be unable to void and the following month, 450 cc of urine was removed from the patient's bladder, due to the inability to void. It was also noted that the patient experienced constipation, which started with the procedure. On the following month, the patient returned because of the inability to void and was advised to continue catheterization. An MRI exam was performed to check for compression from low back disease as the patient was noted as having a mild diffused neural foraminal narrowing. The exam results revealed that the compression was not causing the inability to void. Five days later, the patient was seen again and was referred to another physician. It was further reported by the physician that, "the prolieve procedure did not cause the event." No additional information is available. Requests for additional information have been sent.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.